Event description:
The depuy mitek rep. Reported that during a s.a.s. Case the cermaic portion of the electrode broke off into the pt. Although the surgeon expressed that there was no pt harm it is not known if the broken fragments were removed from the pt. This is one of two same issues at this facility in the same day.